Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was under-fill or low draw of a tube with blood and missing label. The following information was provided by the initial reporter. The customer stated: "there was no print on tubes." Additional information (B)(6) 2022: the customer additionally requested bd to investigate the negative pressure issue in the tube.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was under-fill or low draw of a tube with blood and missing label. The following information was provided by the initial reporter. The customer stated: "there was no print on tubes." Additional information 02/08/2022: the customer additionally requested bd to investigate the negative pressure issue in the tube.

Manufacturer narrative:
H6: investigation summary bd japan received 78 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label print was observed. Additionally, 20 customer samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode missing label print. Bd was unable to confirm customers indicated failure mode based on the photographs attached and returned samples test results for underfill. Bd was not able to identify a root cause for the indicated failure mode.